Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver observed lower-than-usual blood glucose after a bedtime snack while using the ilet bionic pancreas, with concern that unannounced 30-gram carbohydrate snacks influenced system responses and meal announcements, and education was provided on meal announcement practices and carbohydrate guidelines. Symptoms included a lowest reported blood glucose of 72 mg/dl without hypoglycemia symptoms. Outcomes included oral carbohydrate intake for correction, no alerts for low or urgent low, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education with guidance to review meal announcement practices and coordinate with the healthcare provider for individualized settings and use. Investigation of this case revealed user technique concerns related to meal announcements and meal size selection, as well as a report of no alerts during the event. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors associated with meal announcement behavior and education needs.